Event description:
This event is reportable, based on the product analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The index procedure used the femoral artery for access and treated the 90% stenosed target lesion located in the severely calcified and tortuous left anterior descending (lad) artery. While attempting to advance the 4.0x24mm taxus liberte, it was noted that the stent was unable to cross the lesion. The procedure was completed with plain old balloon angioplasty (poba). No patient complications occurred and the patient's condition was listed as "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage on the middle section of the stent. One strut was raised from the middle section of the stent. One strut was raised from the stent. This type of damage consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).